Manufacturer narrative:
H10: upon further review, it was determined that the reported damage is vague information. At this time, there is no information that would reasonably suggest that this vague report would be likely to cause or contribute to a death or serious injury were it to recur. The patient has the option of starting therapy over using all new supplies or they can revert to manual supplies to begin/continue therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) automated pd sets with cassette were damaged. It was observed that the cassette sheeting was peeled off. This was observed prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.